Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported blower issue. The device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
MFR received date: 01 oct 2019. The customer declined to respond to emails for any repair details. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.